Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 27mm 11400m was explanted after an implant duration of 1 year and 7 months due to unknown reason. The valve was replaced with a 25mm 11400m valve,

Event description:
It was learned through implant patient registry and investigation that a 27mm 11400m mitral valve was explanted after an implant duration of 1 year and 7 months due to mssa endocarditis. The valve was replaced with a 25mm 11400m valve. Per medical records, the patient presented with recurrent acute mssa endocarditis, s/p 6 weeks of IV antibiotics. The patient underwent redo mvr with a 25mm 11400m valve. The patient was discharged on pod #5.

Manufacturer narrative:
H11: corrected data: h6 (health effect-clinical code, device code). H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.